Event description:
It was reported that during a laparoscopically assisted vaginal hysterectomy a portion of the ¿white plastic insert¿ of the harmonic scalpel broke off sometime during use. The piece was noticed in the pt¿s cavity and was retrieved without harm to the pt.

Manufacturer narrative:
Final device investigation showed that half of the device¿s tissue pas was missing. The pad was melted and there was significant amounts of blood/debris on the tip and black spots on the blade of the device. The instructions for use sent with the device say ¿care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in possible damage to the instrument. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad.¿